Event description:
It was reported to philips that the system live monitor beeped once and went black. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during an angiography procedure. The procedure was completed as planned using a different system. No harm or injury was reported to philips. A philips remote service engineer (rse) spoke to the customer who reported that restarting the system did not resolve the issue. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that there was no display on the live monitor and that the live monitor was defective. The fse replaced the live monitor. After the live monitor replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.